Event description:
During the evaluation of the device at the third party service center, the device pca was burned. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.